Event description:
Complainant alleged that during a routine shift-check of the device by a medic, the unit shut off during the power-up sequence. The complainant indicated that there was no pt involvement in the reported malfunction.